Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that oversensing was observed on this right ventricular (rv) lead. The oversensing resulted in pacing inhibition with intermittent pauses up to 5 seconds. The physician reprogrammed rv sensitivity and observed the patient overnight. No further pauses were noted. The patient only experienced dizzy spells earlier in the day. No adverse patient effects were reported.